Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting. (B)(4).

Event description:
The customer reported approximately twelve (12) milliliters of diluent dripped from the probe during system startup involving the coulter act diff 12 analyzer. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting and cleaned the probe wipe and probe. The customer completed a successful system startup and no fluid drip was observed. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. The instrument was returned to normal operation.